Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause of poor coupling was not determined. The patient was able to achieve better coupling when laying down, 4-6 bars. Additionally 4 boxes of double-sided adhesives were sent to the patient's home as this may resolve the challenges they were having with coupling. There has not been follow up since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient requested for assistance recharging the implantable neurostimulator (ins) and stated he wants to ensure the recharging equipment was working. Patient initially stated that he was getting 4 coupling boxes when he was charging his ins. Patient was walked through repositioning the recharger antenna on the call and patient stated that the coupling boxes dropped to 2. Patient also mentioned charging over bulky clothing. Charging recommendations were reviewed for the patient. Patient stated the following the recharger antenna, directly on his ins he was still getting 2 coupling boxes. Patient confirmed that antenna was directly over his ins. Patient later lost all the coupling boxes on the call. There was no visible damage to the antenna cord, but patient inquired if it could be due to an issue with the recharger. Patient stated that the signal was not strong because he was not consistently getting good charge efficiency. Patient was walked through turning the antenna dial on the call to all 4 positions. Patient indicated that he has charged his ins before, and stated that the issue started yesterday .following repositioning the recharger antenna over the ins and turning the antenna dial, patient was getting 4 coupling boxes at the end of the call. It was recommended for patient to monitor charging and call back if poor coupling persists. Patient also noted that he has adhesive discs and will try using them to assist when charging. No patient symptoms reported. Patient called back and reiterated that he is having the same coupling issue as documented earlier. The antenna was repositioned many times and the patient turned the dial on the paddle but was still getting 0 coupling bars. Patient did an antenna locate feature and was not able to get a number higher than 34. After antenna locate feature he got 2 coupling bars. A replacement recharger was sent to the patient to see if it would help. The manufacturer's representative (rep) also called with additional information stating that the patient only gets 2-4 coupling boxes when he is upright, but when he lays down, he gets 6 coupling boxes. The rep noted that after the patient was implanted, he got 8 coupling boxes. Additional information received from the consumer on (B)(6) 2020. It was reported the patient was still getting poor coupling with the new recharger they received. They mentioned they repositioned the antenna multiple times but they get 2 coupling bars at most. Otherwise, they "drop away" and revert back to 0 bars. The patient was redirected to their managing healthcare provider (hcp) due to the issue not being resolved with a new recharger.